Manufacturer narrative:
Integra has completed their internal investigation on 24aug2015. The additional investigation activities included: methods: valuation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID serial # (B)(4) manufactured on december 16, 2008 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Conclusion: in summary the end users reason for return was verified and the most likely cause could be due to improper decontamination methods. An in service is being recommended with focus to decontamination. This issue will be monitored.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the device needs repair. No event circumstances or patient impact has been reported. Additional information has been requested.